Event description:
It was reported that the ventilator generated alarms for high peep (positive end expiratory pressure). There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The ventilator failed internal leakage test during pre-use check. The problem was solved by replacing the expiratory cassette. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. Expiratory cassette is measuring only and will not affect ventilation. The received logs revealed technical error in expiratory cassette at the event date. No complete logs were provided. The reported high pressure could not be confirmed in the received logs. No part was returned for further investigation. The root cause for the defective expiratory cassette could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).